Event description:
Resident was being returned to her room following a shower via an anthros pvc pipe wheeled shower chair. The cna heard a crack like noise and the left front wheel of the chair popped off the chair hitting the wall approx 2 feet away. This caused the chair and resident to fall to the left, and the resident to strike her face on the closed door of another resident's room. Her face and head slid down the door as she continued to fall landing on her right side & knee. The shower chair landed on top of the resident.